Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, dimensional, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly calcified lesion in the heavily tortuous left anterior descending (lad) artery. The 2.5x15mm voyager nc balloon dilatation catheter (bdc) balloon ruptured at 18 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another voyager nc was used to successfully complete the procedure. There was no additional information provided.